Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. No anomalies were observed on the exterior of the device. When performing the functional test, a test suture was placed inside the cutter hole, the device was not able to cut the suture. The cutter button was stuck after pushing it. On magnification, the cutter tip edge was found to be dull. A manufacturing record evaluation was performed for the finished device 21c07, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. The possible root cause can be attributed to the repeated and constant use of the device, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to dull edge. Per the IFU: recommends to visually inspect the instrument and check for damage and wear; verify that all cutting edges are free of nicks and have a continuous edge; verify that moveable parts have smooth movement without excessive play; inspect that locking mechanisms fasten securely and close easily; and verify that long, thin instruments are free of bending and distortion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Mitek blurbs this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. However, a video also was provided. Upon visual inspection of the video, it appeared that suture cannot be cut, and the device appears to be getting stuck when activated; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 21c07, and no non-conformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause for this type of failure can be attributed the repeated and constant use of the device, as a result of this, the device cannot perform smoothly. Per the instructions for use, it is recommended to inspect all instruments before sterilization or storage to ensure the complete removal of soil from surfaces, tube, holes, and moveable parts and if soil is still present, reclean the instrument. Also, recommends to visually inspect the instrument and check for damage and wear; verify that all cutting edges are free of nicks and have a continuous edge; verify that moveable parts have smooth movement without excessive play; inspect that locking mechanisms fasten securely and close easily; and verify that long, thin instruments are free of bending and distortion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china in that during a meniscal repair procedure on (B)(6) 2023, it was observed that the arthroscopic pusher/cutter device could not cut the suture. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.